Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had been increasing their stimulation higher and higher however they didn't feel like how they used to. Also they had to wear pads again. During the report, patient tried increasing as they had access to the patient programmer and showed that stim was on but they still did not feel stimulation. Patient increased from 2.7v to 3.7v and felt no changes. Patient stated they were usually at 2.0. Moreover, patient mentioned that they had a lung x-ray a couple of months ago. Patient was advised to follow up with their healthcare professional (hcp) to determine why they couldn't feel stimulation and not getting relief. No further complications were reported.